Event description:
It was reported that the atrial lead exhibited intermittent capture at high outputs. The lead was capped and replaced. The patient tolerated the procedure well and there were no complications during or post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.